Manufacturer narrative:
The manufacturer previously reported that a patient allegedly expired while using an everflow oxygen concentrator. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The device was tested and was found to operate and alarm to design specifications. The manufacturer concludes the device did not cause or contribute to the patient's death.

Event description:
The manufacturer received information alleging a patient expired while using the everflo oxygen concentrator. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.